Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had problem with medications order to unload. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the report indicated that pyxis had no active orders in the system but there was an active order. A technical support specialist (tss) followed up with the customer to determine if the issue occurred with other orders and also inquired whether the mentioned medication could be assigned to a new order. Upon checking the server report, the customer confirmed that the medication was not found in any order and further investigation revealed that it had not been assigned to any order in the past 20 days. The customer also confirmed that the medication had already been loaded to all devices. Given that the medication had not been assigned to any order recently, it was not possible to verify if it could be assigned to a new order. The tss requested permission to close the case, explaining that the issue could not be validated under the current circumstances. The customer acknowledged this and approved the case closure. The tss proceeded to close the case as per the call conversation.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had problem with medications order to unload. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.